Manufacturer narrative:
The patient's weight was reported to be (B)(6); however, it is unknown what is the exact patient's weight. (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, after the ligating unit was secured in the endoscope, the handle was rotated until a "click" sound was heard indicating that the band was being deployed; however, it was noticed that there were two bands deployed off from the ligator cap together at the same time, resulting to the device unable to ligate. A second speedband superview super 7 was used. The first band was deployed successfully; however, when they rotated the handle for the next band deployment, the second and third bands were adhered together and deployed off from the ligator cap together at the same time, causing the device unable to ligate. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a4 (weight): the patient's weight was reported to be 75 kg and 72 kg; however, it is unknown what is the exact patient's weight. Block h6: medical device problem code a150103 captures the reportable event of bands premature deployment. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the post did not show insertion marks of the trip wire, indicating that the trip wire was not secured. Additionally, the slack's returned position suggested that it was not taken up correctly. The suture thread was in good condition and contained seven knots. The returned ligator head had three bands attached and three bands were n the bag. The device was observed under magnification and the ligator head teeth were found in good condition, including the suture hole. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands premature deployment was confirmed. Upon analysis, it was found evidence that the slack was not taken up correctly and the trip wire was not secured; however, the instructions for use (IFU) indicates, "take up slack by pulling proximal end of trip wire on handle unit." And "secure trip wire in slot on handle unit." These conditions could have caused that the device did not work as intended, resulting in premature deployment. It is very important to the correct operation of the device that the user take up the slack and secure the trip wire correctly, otherwise it will slide inaccurately, and it will not have the required precision, so, the bands cannot be deployed as intended. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU).

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2022. During the procedure, after the ligating unit was secured in the endoscope, the handle was rotated until a "click" sound was heard indicating that the band was being deployed; however, it was noticed that there were two bands deployed off from the ligator cap together at the same time, resulting to the device unable to ligate. A second speedband superview super 7 was used. The first band was deployed successfully; however, when they rotated the handle for the next band deployment, the second and third bands were adhered together and deployed off from the ligator cap together at the same time, causing the device unable to ligate. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.